Event description:
It was reported that the customer's insulin pump alarmed during priming. The customer mentioned that the device was stuck in the prime loop. The customer's blood glucose reading was over 10mmol/l. Troubleshooting was performed, and the drive support cap appears slightly indented. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk.